Manufacturer narrative:
Although the customer initially reported a service code, review of the AED's internal log files determined that the service codeafter battery replacement was due to the previous battery fully depleting within the unit. Analysis of the AED's log files identified a lack of maintenance with the device reduced battery life expectancy.. As a follow up with the customer, the proper maintenance of this device was reviewed. Once the new battery was installed and a manual self test performed the AED functioned as designed and was able stay in service.

Event description:
A customer reported that their AED's asi is flashing red, and reporting a service code. They reported that this did not occur during patient use.